Event description:
Reportable based on device investigation completed on (B)(6) 2022. It was reported that the device was unable to cross. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 6f guidezilla ii catheter guide extension was selected for use. During the procedure, it was noted that the device failed to cross due to calcification. The device was easily removed and the procedure was completed with another of the same device. No patient complications reported. However, device investigations revealed that the shaft got detached from the collar.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, hypotube, collar, and tip were microscopically and visually examined. Inspection found the shaft detached from the collar and numerous kinks in the hypotube. There was no other damage or defect found.